Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced low blood glucose(bg) levels that ranged from 40-60 mg/dl. Reportedly, the customer's healthcare provided believes that the carb ratio needed to be adjusted. Customer adjusted the carb ratios to address the low bgs.